Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy bleeding during periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("severe anaemia"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and migraine ("migraines"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (ablation of uterus and fallopian tubes). At the time of the report, all of the events were resolving. The reporter considered adenomyosis, endometriosis, heavy menstrual bleeding, iron deficiency anaemia and migraine to be related to essure administration. The reporter commented: current condition of the patient: ablation of uterus and [fallopian] tubes. Improvement in physical health, mental relief. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: r2403380) on 29-jan-2024. The most recent information was received on 13-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy bleeding during periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("severe anaemia"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and migraine ("migraines"). Essure was removed on 28-jun-2023. The patient was treated with surgery (ablation of uterus and fallopian tubes). At the time of the report, all of the events were resolving. The reporter considered adenomyosis, endometriosis, heavy menstrual bleeding, iron deficiency anaemia and migraine to be related to essure administration. The reporter commented: current condition of the patient: ablation of uterus and [fallopian] tubes. Improvement in physical health, mental relief. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.